Event description:
Incident as reported: lap chole - "in dr. (B)(6) lap chole the first (3) clips would not close completely, so they opened another clip applier, the 2nd clip applier worked fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.